Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl, possibly due to prescribed steroid medication. The customer increased the pump temporary basal rate and took a bolus via the pump to address bg level. During troubleshooting with tandem technical support (cts), possible air bubbles were noted. The customer was guided through the fill tubing process to expel air bubbles. The customer also reported that the pump battery gauge had displayed 5%, even though the pump had been plugged in and that charge was increasing very slowly. The customer stated that the alleged charging issue also contributed to elevated bg level. During review of pump data by cts, revealed that the pump had been disconnected and reconnected multiple times. After keeping the pump plugged in, the pump was able to be charged successfully to 100%.